Manufacturer narrative:
The suspect computer was returned to the manufacturer and testing confirmed the reported issue. Successful virus scan, os and application (3.1.2) load, time and date check good (cmos check.) Installed computer in imaging test system and it functioned as expected for 2 days. On the 3rd day, during a power cycle, the computer did not turn on as expected. No power or hdd led's lit. After tapped on the computer case, the computer turned on. Opened the computer and verified all connections are secure. Allowed the computer to run on the bench and performed power cycles with the case open, and did not observe another failure to boot. Computer intermittently fails to power on. The reported issue was confirmed to have been caused by no or low voltage/power supply malfunction. As previously reported, the computer was replaced to resolve the issue.

Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site. It was found that the image acquisition system (ias) computer failed and would not boot. The ias computer was replaced, the software backed up, and system operation checked. A full imaging system check-out was completed following computer replacement and all tests passed. Full system functionality was confirmed and the system was returned to service. The computer has been returned for evaluation, although analysis is not yet complete.

Event description:
A site representative reported that the imaging system would not fully boot up, and could not be used. This was discovered outside of any patient involvement. No further details were provided.